Event description:
Information was received indicating that during use of the cassette, both of the patient's pumps exhibited a "no disposable, pump won't run" alarm. Per reporter patient was advised to replace the cassette. It was reported that the patient subsequently made a new cassette, replaced and had no further issue. No adverse patient effects were reported.